Manufacturer narrative:
Advanced bionics no longer considers this event reportable. This reported adverse event has been identified as a duplicate. Please refer to MDR # 3006556115-2021-00742 for continued reporting. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced soreness at magnet site due to a displaced magnet following a MRI procedure. On (B)(6) 2021 the magnet was repositioned.